Event description:
The manufacturer's representative reported that the pump was improperly purged at replacement and no bridge bolus was performed. The pump was purged after the pump was connected to the catheter; the pump reservoir contained lioresal 2000 mcg/ml. The catheter contained an unk volume of baclofen 4000 mcg/ml. The pt was observed until delivery of the medication at the prescribed dose had occurred. The pt was ordered intravenous valium for any possible withdrawal symptoms. The pt was discharged from the hospital 3 days later. The pt has experienced "less control" of spasticity; however, no other "withdrawal" symptoms were reported. The pt was readmitted later with unrelated issues which were not reported. The hcp plans to continue to adjust the pump with programming flex dosing to address the spasticity control.